Event description:
On (B)(6) 2011, an 8mm gore hybrid vascular graft was implanted in a patient's left upper arm, from the brachial artery to the axillary vein. Reportedly, the physician expressed concern about the size of the patient's artery (approx 4mm). On (B)(6) 2011, the hybrid graft was ligated due to an arterial steal syndrome. The graft was abandoned.